Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive and poor barrier separation of the sample. The poor barrier event affected 600 tubes. The additive abnormality event affected 600 tubes. The following information was provided by the initial reporter. The customer stated: "certain tubes in the lot are missing the clot activator, tubes are completely clear resulting in suboptimal results following centrifugation in these tubes. Also the gel did not always separate the cells from serum. Patients had to be called back for a second sampling as samples in these tubes were not useable."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing additive was observed. Poor barrier separation could not be observed. 100 retained samples were visually inspected, and no missing additive was found. Complaints for sample quality are under statistical control for the month of march, 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing additive. This complaint cannot be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive and poor barrier separation of the sample. The poor barrier event affected 600 tubes. The additive abnormality event affected 600 tubes. The following information was provided by the initial reporter. The customer stated: "certain tubes in the lot are missing the clot activator, tubes are completely clear resulting in suboptimal results following centrifugation in these tubes. Also the gel did not always separate the cells from serum. Patients had to be called back for a second sampling as samples in these tubes were not useable."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.